Manufacturer narrative:
The insulin pump alarmed button error and had an unresponsive buttons due to corroded keypad traces. We were unable to perform testing due to unresponsive buttons. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.